Event description:
It was reported that low pacing impedance was observed on the right atrial (ra) and right ventricular (rv) leads. There was no capture on the rv lead. Programming changes were made. The ra lead continued to have no issues until (B)(6) 2022 when noise causing inappropriate auto mode switching (ams) was observed. Isometric testing was performed, and sensitivity was decreased to reduce inappropriate ams. The ra lead capture remained stable. The patient experienced shortness of breath and stated his diastolic dysfunction had worsened. A chest x-ray revealed an insulation anomaly on both leads which was physically visible during a replacement procedure. The ra and rv leads were explanted and replaced. The patient was stable before, during and after the procedure

Manufacturer narrative:
The reported events of low pacing impedance, failure to capture and insulation damage were not confirmed. As received, a partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.